Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens in the patient's left eye (os) on (B)(6) 2011. The lens was explanted on (B)(6) 2013 due to low vaulting. An anterior subcapsular opacity was noted. Subsequently, the patient experienced glare/halos and blurred vision. The icl was exchanged for a longer lens which resolved the problem. The bcva was 20/30.

Manufacturer narrative:
Evaluation method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found within the work order. Medical review - clinical studies have shown that anterior subcapsular cataract occurs in 1.3% of patients where an icl has been implanted, following the recommendations for use. This usually occurs within the 1st 6 months post-op. The most probable cause has been determined to be crystalline lens touch during surgery which could have been either from the instruments used or the icl itself. According to use fmea (failure modes and effect analysis) it has been determined that inadequate vaulting is a consequence of a wrong lens use failure mode (i.e. Improper white to white measurement, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular sulcus or ciliary sulcus cyst, etc). Staar recommends the icl to be left implanted if no cataracts are noted or in cases where there is a trace anterior subcapsular cataract with no progression. Staar believes that the action to remove and/or replace the icl increases the risk for anterior subcapsular cataract. Conclusions: based on the complaint history, work order search and medical review, the most probable cause of the event was low vault secondary to a short lens. (B)(4).

Manufacturer narrative:
(B)(4) - cataract; blurred vision; halo. Size incorrect for patient. Device evaluated by manufacturer? No. Lens not returned. (B)(4).

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found both haptics torn. The lens was returned dry. The lens was rehydrated in bss for re-measurement. The lens length was measured and the result of the measurement was compared against the original value and the lens was found to be in specification. (B)(4).